Manufacturer narrative:
Section d10: correction - date returned to manufacturer: feb 24, 2020 manufacturer's investigation conclusions: a specific cause for the report of driveline infection could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events. It was reported that the underwent a pump exchange on (B)(6) 2020. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The remainder of the pump cable was returned measuring approximately 15¿. The modular cable was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the returned device appeared to capture the pump functioning as intended prior to the reported pump exchange. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after successful implantation in 2017 the patient gained (B)(6) kg. Subsequently a driveline infection occurred and the patient was readmitted on (B)(6) 2019. The infection was treated with IV antibiotics, though a positron emission tomography (pet) scan and a computed tomography (CT) scan showed ascending infection. Type of infection was identified as pseudomonas aeruginosa and citrobacter freundii. On (B)(6) 2019 the patient underwent wound revision with vac therapy and wound closing on (B)(6) 2019. The surgeon decided to perform a pump exchange, which took place on (B)(6) 2020.